Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) went to the hospital because the product did not work properly. Two weeks later a surgery was performed, as a result of the inspection, it was confirmed that there was a crack in the right cylinder connecting tube. The left cylinder and the pump were explanted and replaced. No patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was microscopically inspected, and leak tested. The microscope revealed that contamination (bodily fluid) was found within the pump. Therefore, the pump was not functionally tested. The pump kink resistant tubing (krt) were worn to the filament. The pump passed the leak test. The cylinder was microscopically inspected, and leak tested. The microscope test found that the first cylinder had two holes and broken fabric threads in the proximal end of the cylinder from sharp instrument. This finding is most likely consistent with explant damage. The first cylinder had worn at fold in the proximal end and distal end of the cylinder. Leaks were identified. Based on the information available and analysis results, the reported clinical observation of mechanical issue could not be confirmed. B3. Event date correction.

Event description:
It was reported that this inflatable penile prosthesis (ipp) did not work properly. As a result of the inspection, it was confirmed that there was a crack in the right cylinder connecting tube. The left cylinder and the pump were explanted and replaced. No patient complications reported.